Event description:
It was reported that the patient had requested a revision of an inflatable penile prosthesis(ipp) due to the pump not working and the device not inflating. Then, the patient had a revision surgery and a break in the tubing between the pump and left cylinders was found. Both cylinders were significantly degraded.

Manufacturer narrative:
B5 updated. The allegations related to device has a hole, an inflation issue, and mechanical issue were reported. The ams 700 momentary squeeze (ms) pump was visually inspected; no leaks were found. The pump was functionally tested and failed the 8lb. Activation test (2). The pump therefore required more than 8lbs. Of force to activate. The ams700 ipp cylinders were visually inspected and functionally tested. Both cylinders had wear at a fold in cylinder body. Cylinder 1 has a large hole and damage with broken fabric treads in proximal cylinder body that was the result of sharp instrument damage consistent with explant damage; large hole was present. Due to this damage being consistent with explant it will be considered a secondary failure. Cylinder 2 has a small leak attributed to wear at a fold; hole at corner of fold was present. Both cylinders were not pressure tested due to leak was identified. The product record review indicated reported events do not represent an unanticipated event. Review of the manufacturing documentation confirmed all required in-process and final inspections and testing were completed. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure.

Event description:
It was reported that the patient is requesting a revision of an inflatable penile prosthesis (ipp) due to the pump not working and the device not inflating.